Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete. This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report # (B)(4).

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system, which was complicated by right ventricular (rv) perforation, valve embolization, and the need for surgical intervention including bioprosthetic valve replacement and permanent pacemaker (ppm) placement. During the procedure, after reaching full white knob, the patient experienced a drop in blood pressure. Imaging revealed a pericardial effusion, and pericardiocentesis was performed to relieve tamponade. The valve was then quickly deployed while the patient's rv exhibited akinesis with absent contractile function. At this time, the effusion reaccumulated, requiring additional drainage. During catheter withdrawal, the evoque valve embolized into the ventricle. Emergency surgery was initiated. The patient was placed on ECMO, stabilized, and transferred to the operating room, where an rv apical perforation was repaired. The embolized evoque valve was removed, and a surgical bioprosthetic valve was implanted. A permanent pacemaker (ppm) was also placed. A pigtail catheter was initially used for wire placement at the rv apex, but wire position was lost during manipulation. Multiple maneuvers were required to reposition the wire, as the initial trajectory was too ventricular. The wire was successfully repositioned mid-ventricle, above the moderator band, in an anterolateral orientation, allowing for appropriate device height. Leaflet capture was confirmed, and the valve was deployed while the patient was hemodynamically unstable. Despite this, leaflet mobility and rv function were preserved. Additional information received from the fcs indicated that conduction system disruption is a known risk during surgical tricuspid valve replacement and may necessitate permanent pacemaker (ppm) placement. Confirmation of this specific case detail is pending follow-up with the clinical team.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labeling review the complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with other empirical evidence. Based on device history record review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Available information indicates that the placement interaction during wire manipulation is the likely root cause of the right ventricular (rv) injury. The repeated adjustments and the challenging trajectory suggest that the injury was caused by interaction of the wire via the delivery system onto the rv wall. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report 2015691 2025 05913.